Event description:
It was reported that the tip broke off where the notch is located. The surgeon was passing his third suture; the tip broke as he was firing it. An x-ray was taken after the rotator cuff repair was complete. It was determined the tip was in the tendon and unsecured. The surgeon decided not to attempt to retrieve the fragment due to the potential of compromising the repair. The tip was unretrieved; the case was completed successfully. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for eval but has not yet been received. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to the event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.